Event description:
Customer reported the system loses the image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller pcb. System operates as intended.